Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported re-stenosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that the index procedure occurred on (B)(6) 2009. The target lesion was located in the mid right coronary artery (rca) and had a 90% stenosis. The length of the lesion was 8 mm with a diameter of 3.5 mm. The target lesion was pre-dilated and a promus 3.5 x 12 stent was deployed. Post dilatation was done with 0% residual stenosis. On (B)(6) 2010, the subject underwent coronary angiography which revealed 95% in-stent restenosis. The mid rca lesion was dilated with a 3.5 x 15 mm cutting balloon and a 4.0 x 28 mm drug eluting stent was deployed with 0% residual stenosis. The event resolved without residual effects and the patient was discharged on (B)(6) 2010.you are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.